Event description:
The following has been reported by customer: on (B)(6) 2025, the oncology protocol for administering the blinatumomab drug began. On that day, the drug infusion began at 13:00 at a rate of 9 mcg/day in 240 cc of salina solution. 9% solution. The infusion will last 24 hours with an infusion rate of 10 cc/hour. The following day, on (B)(6) 2025, the equipment was checked, and the infusion was found to have finished at 12:30. The infusion was restarted at 12:30 with a blinatumomab chemotherapy mixture of 240 cc at 9 ugr.v the infusion will last 24 hours with an infusion rate of 10 cc/hour. The medication requires administration every 24 hours. There is evidence of termination before the scheduled time. The next day, on (B)(6) 2025, it was found that the mixture ended at 12:00. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. Data history refers to infusions at 10.000 ml/h as mentioned on the complaint description. The two infusions are interrupted many times by 'occlusion' or 'air' alarms, those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.